Manufacturer narrative:
Patient's age, sex and weight were not provided. Device unique identifier (UDI)-(B)(4). Approximate age of device- 2 years and 11 months. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted with bleeding from rectum. The patient had sudden onset of epigastric and lower abdominal pain and received low flow alarms. On (B)(6) 2018, it was reported an echocardiogram was done and system controller was changed. The patient¿s hematocrit and lactate dehydrogenase (ldh) remained stable and patient received 2 l of fluids. Considerable amount of thrombus within the outflow cannula was observed. A CT angiography was preformed of chest, abdomen, and pelvis. However; test results were unavailable. The patient was started on a bivalirudin infusion. There were no changes made to pump parameters. The patient was in stable condition and the current plan was to remain admitted until transplant. Reportedly, the rectal bleeding and abdominal pain resolved. No additional information was provided.